Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposure to moisture, a failed battery test, damage (physical or cosmetic), a blank display, and a battery cap contact that was missing/damaged. The customer reported no adverse events. The event involved product(s) mmt-1884l. The customer reported receiving a a battery-failed alarm long with flashing logo. The customer reported that the battery cap contacts were not damaged. The customer reported that the battery compartment was damaged. The customer reported a blank display. The customer reported that battery cap contacts are missing, damaged, and/or corroded. No harm requiring medical intervention was reported. Mmt-1884l was requested and the device was returned.

Manufacturer narrative:
Pump immediately alarmed an open book image once installing an aa battery. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image). Test p-cap and reservoir locked properly into the reservoir compartment. Unable to download pump history files and traces using thump software. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Critical pump error (open book image) alarm confirmed due to moisture damage on the electronic assembly. Unable to download was confirmed due to moisture damage on the electronic assembly. Battery contact missing/damaged was not confirmed during visual inspection. Flashing medtronic logo and blank display were not confirmed during testing. Unable to confirmed customer's complaint for failed battery test due to critical pump error (open book image). Cosmetic damage was confirmed. Exposed to moisture was confirmed found on the battery tube, electronic assembly, motor, and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.